Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. The device appears to be in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip appears to have eroded during use. It can be seen that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair, the active tip of the electrode came detached from the wand and was floating around inside patient&#62688;shoulder. The piece was recovered and the case completed. No patient consequences were reported. The following additional information was received from our sales rep via email on 8-27-2015: the electrode was not reprocessed. The procedure was delayed about 15 minutes. The customer uses the neptune for suction and the generator was on the default settings.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported that during a shoulder repair, the active tip of the electrode came detached from the wand and was floating around inside patient's shoulder. The piece was recovered and the case completed. No patient consequences were reported. The following additional information was received from our sales rep via email on 08/27/2015: the electrode was not reprocessed. The procedure was delayed about 15 minutes. The customer uses the neptune for suction and the generator was on the default settings.